Manufacturer narrative:
Method: device not returned. Lot code was not provided. Results: device history review could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. Medical records review could not be performed as no items were returned. Complaint history review could not be performed as no lot code was provided. Conclusion: the exact root cause of the reported event could not be determined as no device was returned and/or insufficient information was provided for review.

Event description:
While performing a vertebroplasty procedure the cortoss product set, thus causing the aliquot canula to become cemented.

Manufacturer narrative:
Device was discarded.

Event description:
While performing a vertebroplasty procedure, the cortoss product set, thus causing the aliquot canula to become cemented.